Event description:
The physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician was unable to remove the device. The physician pushed down on the skin with two fingers and pulled on the starclose device without twisting it; using a lot of force, the physician was able to remove the device. The physician observed that the clip was located at the end of the starclose clip delivery tube. The clip had what appeared by the physician to be an artery side breach attached to it, "most probably the epigastric." A surgeon was consulted and an endarterectomy was performed. Subsequently, the pt experienced a stent thrombosis and a prolonged ICU stay to recover from the subsequent myocardial infarction. The pt was discharged from the hospital and is reportedly doing fine.

Manufacturer narrative:
Based on available info, device malfunction could be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.